Event description:
It was reported that the patient is experiencing similar symptoms as the ones listed for the durom recall.

Manufacturer narrative:
It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. Review of complaint history indicates no prior complaints for the lot code associated with the device. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No device or photos were received; therefore the condition of the continuum cluster shell is unknown. Review of the device history records identified no deviations or anomalies with the manufacturing process. Relevant medical history and adherence to rehabilitation protocol are unknown. The reported warsaw design controlled device is used for treatment.